Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0012117775 was returned and analyzed. Visual inspection was carried out before functional testing and dissection was performed on the shaft, handle, and dilator. No anomaly was identified during the external visual inspection. The handle, shaft and sideport were intact with no apparent issue. No native dilator was returned. The functional testing was performed. No anomaly was discovered. The steering mechanism and deflection test were performed. The shaft bent as initially intended and bent in the plane. There was no difficulty, no friction, or any noise in the steering mechanism. The dilator was inserted into the sheath and retracted several times, without any friction. The dilator was snap-locked to the sheath and was tight. Visual inspection and magnifying with a high-resolution microscope showed the dilator luer and tip were intact without any issue. The test passed with the lab test dilator. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 30 pounds per square inch guage (psig) showed the pressure decay in the device was 0.043 psig (should be less than 0.3 psig). The flushing test with 6 psig showed the pressure decay in the device was 0.003 psig (should be less than 0.2 psig). The aspiration test with negative pressure of 4.1 psig showed the pressure decay in the device was -0.004 psig (should be less than 0.2 psig). All the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. In conclusion, the sheath passed the return product inspection as no defects were identified. The reported clot issue occurred during the procedure and could not be confirmed through product analysis and the decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. There is no indication of a relation of the adverse event to the performance and malfunction of the product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the integrated dilator/needle and the sheath were positioned on the septum for the transseptal puncture. A blood clot on the integrated dilator/needle was observed using intracardiac echocardiography (ice). Ice was used to look around the right atrium and possible abnormalities were observed. The physician decided to abort the procedure. The integrated dilator/needle was removed from the patient and there was no clot visible. The case was aborted. The patient was under general anesthesia. No patient complications have been reported as a result of this event.